Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to code corruption. The cause of code corruption could not be determined.

Event description:
It was reported that the pulse generator exhibited backup operation. The patient was asymptomatic to the event. The device was explanted and replaced. The patient was fine post procedure.